Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of unspecified bd syringes leaked during use. The following was reported by the initial reporter: "it was reported that there were issues with the syringes not allowing removal of air bubbles and then leaked. Per case: student was researching hd check system product codes when he mentioned, at his retail job, they had been having issues with bd syringes and bubbles. He noted the syringes would not allow removal of bubbles and then leaked. Event has not happened recently but did happen over a couple of months about 2-3 months ago. They did not know to call the manufacturer about this issue and would only change syringes/needles if it did happen. Discussed with caller about reporting issues of this nature and, if possible, keep all product parts including package as it would help identify any defects in the product or manufacturing process. Air in the syringe may be caused by a defect in the syringe. However, it is typically related to technique. He noted their technique has not changed from when they function as intended to not functioning and did not feel that was the issue. He did not have product samples, lot or product numbers to help with any further investigation by bd. He did note it happened with the 3ml syringes only. Explained this issue would be reported to our complaints department, he might receive a call back from that group, and reiterated keeping any device that presents with this same issue. He was not willing to offer an email address or further details outside of what is provided in this case."